Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported a blood glucose value of 250 mg/dl and was treated with pump. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer has been using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Mmt-1886 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump passed the functional tests, including the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. Pump failed with sleep current measurement. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn 000322244774, the event date of 18-feb-2026 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 199000 (19.9 u) and dailytotalofbolusinsulindelivered = 232000 (23.2 u) which is equal to the dailytotalofallinsulindelivered = 431000 (43.1 u). On the other svn 000322196939, the event date of 19-feb-2026 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 185000 (18.5 u) and dailytotalofbolusinsulindelivered = 236750 (23.675 u) which is equal to the dailytotalofallinsulindelivered = 421750 (42.175 u). On the primary svn 000322244774 and on the other svn 000322196939, perform the history review 1 week from the event date 19-feb-2026 in the pump history file, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. The pump was received without a battery cap. The pump was received with a battery cap. Pump was cut open to perform visual inspection and found no physical or moisture damage to the electronic assembly, or motor. Swapped out pcba 2 with a test pcba 2 and functioned properly and passed the sleep current measurement test. Removed the keypad overlay to perform a visual inspection and found a cracked keypad dome (middle button) on the keypad assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Force sensor zero offset within specification (23.4 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case (minor). Pump received with a high sleep current measurement, problem was isolated to pcba 2. No current code/category was confirmed due to high sleep current measurements. Unresponsive keypad was confirmed during analysis with intermittent button response and was due to cracked keypad dome (middle button). Unable to confirm alleged high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.